Manufacturer narrative:
Visual inspection of the returned product found the lens stuck in an sfc-45 fp cartridge. There was no visible damage to the cartridge. There was evidence of clear residue on cartridge. (B)(4).

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens, -14.5 diopter, and the lens was noted to be torn. There was patient contact but no injury. The backup lens was implanted. The reporter stated the cause of the event was unknown.